Event description:
It was reported that this patient was brought into the clinic to perform a defibrillation threshold (dft) test as a result of the right ventricular (rv) lead exhibiting crosstalk oversensing which led to inappropriate shock. Additionally, once the patient was induced into vf and the device was preparing to deliver shock therapy and declared code 1004, which is indicative of a short circuit condition. Subsequently, this right ventricular (rv) lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.